Event description:
Event description guidant received information that at the patient's follow-up the device's right ventricular lead safety switch was on. The patient's impedances and thresholds were stable at the time of the follow-up, with the impedance at 400 unipolar and 460 bipolar. The device's daily measurements did not show an impedance greater than 2500. However, based on the system summary screen, the lss was believed to have been triggered by a high impedance. No adverse patient effects were reported.